Manufacturer narrative:
The complaint investigation for falsely depressed alinity I total psa results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total psa assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72140fz00 with regards to false depressed results. The device history record review did not identify any nonconformances, potential nonconformances or deviations relating to the issue under review. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total psa reagent kit for lot number 72140fz00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I total psa results for a (B)(6) year-old male patient. The customer reported they expected the patient¿s (B)(6) 2025 total psa level to increase or remain flat; however, the result in (B)(6) 2025 dropped. The following results were provided: (B)(6) 2025 initial result = 2.052 ng/ml, repeat result = 1.999 ng/ml. Patient previous results: (B)(6) 2025 result: 9.062 ng/ml, (B)(6) 2025 result: 7.365 ng/ml, (B)(6) 2025 result: 7.953 ng/ml, (B)(6) 2025 result: 6.277 ng/ml, (B)(6) 2024 result: 5.185 ng/ml, (B)(6) 2024 result: 4.103 ng/ml, (B)(6) 2024 result: 3.916 ng/ml , (B)(6) 2024 result: 3.589 ng/ml , (B)(6) 2024 result: 3.224 ng/ml, (B)(6) 2024 result: 2.324 ng/ml , (B)(6) 2024 result: 1.332 ng/ml, (B)(6) 2024 result: 1.085 ng/ml, (B)(6) 2024 result: 1.986 ng/ml , (B)(6) 2023 result: 0.543 ng/ml , (B)(6) 2023 result: 0.468 ng/ml , (B)(6) 2023 result: 0.389 ng/ml , (B)(6) 2023 result: 0.282 ng/ml, (B)(6) 2022 result: 0.168 ng/ml, (B)(6) 2022 result: 0.223 ng/ml , (B)(6) 2022 result: 0.271 ng/ml , (B)(6) 2022 result: 0.291 ng/ml , (B)(6) 2021 result: 0.362 ng/ml , (B)(6) 2021 result: 0.456 ng/ml, (B)(6) 2021 result: 0.562 ng/ml , (B)(6) 2021 result: 0.930 ng/ml , (B)(6) 2020 result: 1.105 ng/ml, (B)(6) 2020 result: 1.504 ng/ml, (B)(6) 2020 result: 1.625 ng/ml , (B)(6) 2020 result: 1.965 ng/ml, (B)(6) 2020 result: 2.766 ng/ml , (B)(6) 2020 result: 2.998 ng/ml, (B)(6) 2020 result: 4.761 ng/ml, (B)(6) 2020 result: 6.343 ng/ml, (B)(6) 2020 result: 15.177 ng/ml , (B)(6) 2020 result: 16.493 ng/ml, (B)(6) 2020 result: 32.399 ng/ml, (B)(6) 2019 result: 199.180 ng/ml, (B)(6) 2019 result = 812.938 ng/ml. The patient history includes a diagnosis of prostate cancer in november 2019 with multiple bone metastasis, bilateral orchiectomy december 2019, was taking bicalutamide daily but was discontinued 18feb2025. The patient is currently visiting the hospital from home on an outpatient basis. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I total psa results for a (B)(6) male patient. The customer reported they expected the patient¿s (B)(6) 2025 total psa level to increase or remain flat; however, the result in (B)(6) 2025 dropped. The following results were provided: (B)(6) 2025 initial result = 2.052 ng/ml, repeat result = 1.999 ng/ml. Patient previous results: (B)(6) 2025 result: 9.062 ng/ml. (B)(6) 2025 result: 7.365 ng/ml. (B)(6) 2025 result: 7.953 ng/ml. (B)(6) 2025 result: 6.277 ng/ml. (B)(6) 2024 result: 5.185 ng/ml. (B)(6) 2024 result: 4.103 ng/ml. (B)(6) 2024 result: 3.916 ng/ml. (B)(6) 2024 result: 3.589 ng/ml. (B)(6) 2024 result: 3.224 ng/ml. (B)(6) 2024 result: 2.324 ng/ml. (B)(6) 2024 result: 1.332 ng/ml. (B)(6) 2024 result: 1.085 ng/ml. (B)(6) 2024 result: 1.986 ng/ml. (B)(6) 2023 result: 0.543 ng/ml. (B)(6) 2023 result: 0.468 ng/ml. (B)(6) 2023 result: 0.389 ng/ml. (B)(6) 2023 result: 0.282 ng/ml. (B)(6) 2022 result: 0.168 ng/ml. (B)(6) 2022 result: 0.223 ng/ml. (B)(6) 2022 result: 0.271 ng/ml. (B)(6) 2022 result: 0.291 ng/ml. (B)(6) 2021 result: 0.362 ng/ml. (B)(6) 2021 result: 0.456 ng/ml. (B)(6) 2021 result: 0.562 ng/ml. (B)(6) 2021 result: 0.930 ng/ml. (B)(6) 2020 result: 1.105 ng/ml. (B)(6) 2020 result: 1.504 ng/ml. (B)(6) 2020 result: 1.625 ng/ml. (B)(6) 2020 result: 1.965 ng/ml. (B)(6) 2020 result: 2.766 ng/ml. (B)(6) 2020 result: 2.998 ng/ml. (B)(6) 2020 result: 4.761 ng/ml. (B)(6) 2020 result: 6.343 ng/ml. (B)(6) 2020 result: 15.177 ng/ml. (B)(6) 2020 result: 16.493 ng/ml. (B)(6) 2020 result: 32.399 ng/ml. (B)(6) 2019 result: 199.180 ng/ml. (B)(6) 2019 result = 812.938 ng/ml. The patient history includes a diagnosis of prostate cancer in (B)(6) 2019 with multiple bone metastasis, bilateral orchiectomy (B)(6) 2019, was taking bicalutamide daily but was discontinued (B)(6) 2025. The patient is currently visiting the hospital from home on an outpatient basis. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p92-22 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007. All available patient information was included. Additional patient details are not available.